Event description:
It was reported that the customer entered 15 as max bolus setting instead of 4. Customer experienced a low blood glucose (bg) level of below 54 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the max bolus setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error, per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.